Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this tracheostomy tube exhibited an air leak. Once the air leakage was observed, the cuff was inflated again with more air. However, days later the air leak was observed again. This tracheostomy tube was removed and replaced with another tube. No additional adverse patient effects were reported.

Manufacturer narrative:
One used tracheostomy tube was received for investigation, without its original packaging. The sample tracheal tube was visually inspected, and no damage or anomalies were observed on the device. The tracheal tube was also subject to a leakage test by inflating the cuff while submerged water, and no leakage was observed from the cuff. To ensure no situations or practices were present that could lead to the issue reported, a review of this product's manufacturing process was conducted. It was verified that procedures in the assembly process were being properly followed, and training records were verified up-to-date. An additional 32 sample trach tubes from the same product stores were subject to air leakage testing, and no cuff deflation was detected in any tube. Based on the results of the visual inspection and air leakage test, the investigation was unable to confirm the reported cuff deflation.